Event description:
It was reported that during the implant procedure the device interrogation showed that the two ventricular leads were not working, and that the impedances had increased quite dramatically. The leads were tested and found to be working perfectly well. The device was not implanted. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary testing revealed a pacing output when device was programmed vvi 50 bpm bipolar mode. Testing on the automated functional testers revealed anomalous output conditions. The no output condition was the result of lifted hybrid bond wires. Analysis of the memory dump indicated that the wire bond lifts occurred before explant.